Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, and 99% stenosed distal circumflex artery. After pre-dilatation was performed, a 3.5 x 12 mm xience v was advanced to the lesion and implanted. The same balloon was inflated again for post-dilatation; however, the balloon ruptured at 14 atmospheres. The catheter was removed from the anatomy without resistance. A non-abbott balloon was used for post-dilatation to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns; guide cath: mach 1 fl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.